Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, this device was implanted in (B)(6) 2015. On (B)(6) 2016, a procedure to replace the device was performed. During withdrawal, the internal bolster detached from the tube and fell off into the stomach. Reportedly, the detached pieces was not retrieved. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed heavy and hard residue present inside the device. The feeding port, the medicine port and the c-clamp were opened. The external bolster was located at the 2.5 cm mark and was without issue. The internal bolster was found to be separated from the device and was not returned. Remnants of the bolster remained on the circumference of the tubing end. It appears that the internal bolster had been securely molded to the tubing. Some of the ink markings were worn off, most likely caused by rigorous cleaning during use. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during the removal of feeding tube from the patient. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, this device was implanted in (B)(6) 2015. On (B)(6) 2016, a procedure to replace the device was performed. During withdrawal, the internal bolster detached from the tube and fell off into the stomach. Reportedly, the detached pieces was not retrieved. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.